Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and the keypad was peeling. The reporter denied any evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: the keypad was found to be intact with no visible damage. The keypad was not observed to be peeling. During testing, the complaint if intermittently unresponsive keypad button was not duplicated. All of the keypad buttons responded appropriately. The keypad was removed and evidence of contamination was found under the up arrow, down arrow, and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.